Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was performed on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery: other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, female sexual dysfunction, menorrhagia, metrorrhagia and anaemia had resolved and the rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, dysmenorrhea, abdominal pain, pelvic pain, back pain, apareunia, menorrhagia, metrorrhagia, anemia, vaginal discharge, vaginal infection, uti, fatigue, hair loss, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: yes. Not specified. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously added "injury" was replaced with "pelvic pain". New events "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, allergy: rash/skin condition, psych injury related to essure, bladder/urinary problems: vaginal discharge, vaginal infection, uti, other injuries/symptoms: fatigue, hair loss, hormonal changes, weight gain" were added. Reporter information, patient demography was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: esure confirmation test was performed on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery: other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, female sexual dysfunction, menorrhagia, metrorrhagia and anaemia had resolved and the allergic rash, allergic skin reaction, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, dysmenorrhea, abdominal pain, pelvic pain, back pain, apareunia, menorrhagia, metrorrhagia, anemia, vaginal discharge, vaginal infection, uti, fatigue, hair loss, hormonal changes, weight gain. Discrepancy noted in date of insertion - (B)(6) 2010 as per mr. Left side, one coil was visualized at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: yes not specified. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received :lot number and reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was performed on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery: other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, female sexual dysfunction, menorrhagia, metrorrhagia and anaemia had resolved and the allergic rash, allergic skin reaction, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, dysmenorrhea, abdominal pain, pelvic pain, back pain, apareunia, menorrhagia, metrorrhagia, anemia, vaginal discharge, vaginal infection, uti, fatigue, hair loss, hormonal changes, weight gain. Discrepancy noted in date of insertion - (B)(6) 2010 as per mr. Left side, one coil was visualized at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: yes. Not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.